Event description:
This ra was implanted on (B)(6) 1998 and remains implanted at this time. A call placed to technical services on (B)(6) 2016 about this ra lead that upon review it was noted that there were many atrial impedances less than 200 ohms. The less than 200 ohms atrail lead impedance was first detected on (B)(6) 2015 and for short time some readings around 230 to 240 ohms. The less than 200 ohms atrial lead impedance was first detected on (B)(6) 2015 and low procedure comments-wave was on (B)(6) 2016. Currently the yellow alert for atrial pace impedance was configured off which was why there have been no new alerts. The follow up report from (B)(6) 2016 shows there was an atrial lead safety switch that triggered on (B)(6) 2016 which was also a day the patien was seen in clinic. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).